Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent dislodged and was implanted in an unintended site. Device issue: stent dislodgement. It was reported that while attempting to deploy the promus stent in the left anterior descending artery (lad), the physician had difficulty crossing the lesion. The physician removed the device and noticed the stent was missing. The stent was located undeployed in the lad. The physician advanced a maverick balloon to the stent site and inflated the balloon at a low atm inflation to expand the stent in the unintended site. The original delivery system was used and inflated to nominal pressure. The procedure was completed successfully with no pt complications. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.